Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, proximal left anterior descending artery that is mildly calcified and 100% stenosed. Predilatation was performed prior to stenting. After deployment of a 2.75x28 mm xience v stent in the lesion, a dissection was observed at the distal end of the stent implant. A 2.75x12 mm xience v stent was implanted to cover the dissection successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.